Manufacturer narrative:
Results - bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for blood leakage at stopper with the incident lot was observed. Simulated use with horse blood of the (B)(4) samples resulted in leaks in (B)(4) of them. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely root cause for this defect is that the vent plug in the stopper was missing.

Event description:
It was reported that bd preset¿ syringe with bd luer-lok¿ tip had blood leakage at the stopper. No injury or medical intervention reported.